Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated she was doing a refill today and noticed two previous motor stalls. One on (B)(6) 2022 for about 1 hr and a second on (B)(6) 2022 for about 2 hrs. The hcp stated the patient did not have an MRI and wasn't around anything magnetic at the time. The hcp stated the patient started having spasms during the times of the stalls.  Additional information was reported from a healthcare provider (hcp) via a company representative (rep) that the patient's pump was replaced on (B)(6) 2022. The rep stated that there was a 10-12 min motor stall on (B)(6) 2022 and also the logs showed an approximate 20 min stall 4-5 days earlier. The rep noted the patient did not recall any "heavy magnet" use. The rep stated the pump was explanted. Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting the cause of the motor stalls were unknown. It was unknown if there were any external/environmental/patient factors that may have caused or contributed to the motor stalls. It was unknown if the replacement device resolved the motor stalls and patient's spasms. The patient's weight was asked, but unknown.